Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the bottom trigger was seized in depressed mode and therefore, was unable to test the functionality of the handpiece device. It was further determined that the device was unable to be assembled, it was jammed/seized, had a sticky trigger, and would not run. It was further determined that the device failed pretest for check the cannulation, check for sticky triggers and check function of device. Therefore, the reported condition of the bottom trigger of the handpiece being stuck in depressed mode was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the bottom trigger of the battery handpiece/modular device was stuck in depressed mode. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.